Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 3+ on a patient with a pre-existing flail. A mitraclip xtw was prepared per the instructions for use (IFU), inserted, and grasping was performed. The mr was able to be reduced to trace. The clip was then deployed on the mitral valve. However, after deployment, the clip opened to 5 degrees, and the mr increased to 1. It was noted the clip remained stable on the leaflets. No additional clips were implanted, and post procedure, the mr was reduced to 1. There were no adverse patient effects and no clinically significant delay in the procedure.